Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the severely tortuous, severely calcified mid left anterior descending (lad). The lesion was predilated with a 1.5mm balloon. The physician attempted to place a 2.75x28mm taxus liberte stent, but was unable to cross the lesion. Upon removal, the stent was found to be flared. The procedure was completed with another device. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).